Event description:
It was reported that approx. 78 months after implantation, oversensing with inappropriate shocks occurred. The pacing impedance was out of range (greater than 3000 ohms). The lead was capped and left in situ and a new one was implanted. According to the doctor, the ICD position contributed to the lead insulation defect.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available..